Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that starting from implant the patient noticed she needs to charge her ins more when she is around emi like when there are a lot of electronics in the environment. The patient mentioned like when she is helping her children with their homework on their computers.